Event description:
It was reported the lead did not capture at maximum output, there was high impedance and a possible fracture. The epicardial lead remains implanted out of service and a new transvenous lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg), implanted (B)(6) 2012; 4965 implantable pacing lead implanted (B)(6) 1997. (B)(4).